Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: in brief, the tissue was thick, but the handle worked previously, it fired normally (although we went very slowly through the thicker tissue toward the end of the load). I could not pull it back to open the load. The scrub tried as well, and could not get it to budge. I tried using a nerve hook to pull back on the blade (like we were instructed to do). That did not work. I started to staple under that load with a second reload and handle, which fired. Both the original staple lines were resected. However, the anesthesia attending offered to try and with much force he finally got it to pull back and the jaw opened. The stapler was ultimately forced open. A new stapler was fired to complete the surgery. No reinforcement was used. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patient's cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).